Event description:
New information notes that the patient was admitted and had other unrelated medical issues for admission. The patient was alert and talking prior to procedure. There was no capture on the left ventricular lead. The left ventricular lead was explanted and replaced. The patient was stable

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with bradycardia. It was observed that the left ventricular lead was pulled back into the atrium. Cross talk was observed due to the left ventricular lead being in the atrium. The patient was to be monitored until blood work was stable enough for a repositioning procedure. The patient was otherwise stable.